Manufacturer narrative:
Preliminary result of life cycle engineering-investigation: the complaint is not reproducible. After investigation at life cycle engineering the level senor has been sent to service department for final service check. Service check failed. A cut in the cable insulation at the level sensor has been detected. Therefore the level sensor has been sent to supplier for further investigation. Investigation result: mechanical damage between connection plug and the sensor. The cable-line and the circuit board have to be replaced. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. According to service order (B)(4): as a precaution the level sensor and aep module have been replaced. Tested system to factory specs. Tested ok. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).

Manufacturer narrative:
Both parts (air emboli protection (aep) module 701017276/ sn#(B)(4) and capacitive level sensor (cls) 70101.0855/ sn#(B)(4)) have been requested for further investigation in our laboratory. The life cycle engineering investigated as follows: the aep module was built in our hl20 test system in lce laboratory and the complaint cls was connected to the aep module. The following tests were made for the cls and aep: no. 1: test: visual inspection. Result: both pieces of hardware have no signs of damage.. No. 2: test: test if the level sensor detects the level of the liquid in the reservoir. ¿level threshold¿. Result: the level sensor detects the level of the liquid and displays it on the system control panel (scp). No. 3: test: test if an acoustic and visual alarm is triggered when the reservoir is empty. ¿level alarm¿. Result: an acoustic and visual alarm is triggered by scp. No. 4 a: test: test if the level sensor and air emboli protection (aep) module stop the pump when the reservoir is empty. "Level intervention" result: the pump is stopped. No. 4 b: test: test if "stop lev" (stop level) error message is displayed on the pump when the reservoir is empty. Result: the ¿stop lev¿ error message is displayed on pump display. No. 4 c: test: "leven intervention" led lights up when the level intervention on the pump is activated. Result: "level intervention" led lights up. No. 5: test: test ¿level override¿ function. Result: the pump is not stopped when reservoir is empty. Override works. No. 6: test: test ¿level sensor fault¿ condition. Result: an acoustic alarm sounds when the level sensor is disconnected and the pump stops. A long run test is made with the devices under test (dut¿s) i.e. Air emboli protection module and the capacitive level sensor. Start: (B)(6) 2016-5 pm, stop: (B)(6) 2016- 11:00 am. Comments: after 18hrs there are no error messages. Results: the complaint is not reproducible. On (B)(4) 2016: the cls will be sent to supplier for further investigation. The supplemental medwatch will be submitted after receipt of new information.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician tested the unit for a period of time and could not duplicate the problem. The level sensor and aep module were replaced as a precaution. System was tested to factory specifications and passed testing. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during patient treatment the level detector went off for no apparent reason with the error message "stop level" and a chirping sound. The pump continued to function. No delay in treatment. No reported patient effect. (B)(4).